Manufacturer narrative:
A review of the complaint history for sn 15934339 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 15934339 was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the cfn admin login settings. A technical support specialist addressed the problem by logging on with the cfn admin credentials, setting the device to auto log in the application, and confirming its functionality with two reboots. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it required a cfn password. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.